Event description:
Medical affairs has been unable to get in contact with the patient and will be sending a letter to obtain more clinical information. Reporter called alleging that sometimes the meter would work and other times it would not using the test strips. Reporter mentioned that when the meter did not work, they took pt to the ER where pt was treated with insulin. No information on what the reading was in the ER. The patient was using the correct test strip and there was enough blood on the test strip. The patient retested using enough blood on the test strip and the meter would not start. The patient retested using a new vial of test strips and the meter started. Based on the information provided, this case is being reported as a strip malfunction, since using the subject test strips, the meter would not power on.